Manufacturer narrative:
Device evaluation: the customer returned the tablets. Results obtained do not reveal any anomaly concerning the quality and efficacy of the product, related to the customer's complaint. Results were within established acceptance criteria. Chemistry testing was performed on the tablets. The results did not reveal any anomaly concerning the quality and efficacy of the product related to the customer's reported complaint. Results were within established acceptance criteria. Retain sample: physical appearance, ph, neutralization and dissolution tests found that the results obtained do not reveal any anomaly concerning the quality and efficacy of the product related to the customer's reported complaint. Results were within established acceptance criteria. Chemistry testing was performed on the retain sample. The results observed were within specification limits. Manufacturing record review: a review of the manufacturing processes were completed. Environmental, process and/or material changes, and non conforming reports were reviewed. The batch record review was found satisfactory. Based on the results of the investigation, no product deficiency was identified. The customer's reported event could not be confirmed. Type of report: alternative report identification number (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, not provided. Date of event: unknown, patient did not provide. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
Female patient experienced irritation in her eyes with use of consept onestep. Patient felt lenses are hazy when wearing them. She also felt vision was blurry in evening. Sometimes she felt irritation in eyes when she removed the lens. She has used consept onestep for one year and in recent 2 months she felt such symptoms. She did not feel such symptoms when wearing one-day contact lens or when caring for her 2-week lens with multi-purpose solution. She saw a doctor and doctor said cause was unknown. Doctor prescribed eyedrop for dry eye. Patient did not remember drug name. At the time of calling, symptom was relieved. She cares for her lenses with multi-purpose solution now. She did not clean onestep lens case every time after use. Patient was advised to follow the recommended use instructions for consept onestep. The neutralizing tablets used with the solution is also being reported and is represented in this MDR. The patient returned two bottles of onestep with two different lots numbers. The patient did not identify if one of both of the lot numbers were causing her symptoms. MDR's will be filed for both lot numbers.